Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed both tabs of the latch were cracked. The device shows signs of normal use/wear and no evidence of hammer marks were observed, therefore, a potential cause cannot be established with the provided information. The semi-extended parapatellar approach surgical technique guide se_814687 ae was reviewed. Following relevant statements were found at page 18, 37 and 38 for mount of the aiming arm: confirm that the nail is securely connected to the insertion handle, especially after hammering, using the screwdriver. Mount the aiming arm to the insertion handle. Attach the aiming arm to the insertion handle, by sliding it into the hook at the distal part of the insertion handle and then rotating the latch towards the insertion handle for both parts to connect. Precaution: do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through proximal locking holes and damage the drill bits. Note: the proximal ap screw is inserted through the guiding hole in the insertion handle and does not require aiming arm to be attached. Assemble the three-part trocar assembly (protection sleeve, drill sleeve, and trocar). Align the triangular marking at the tip of the protection sleeve with the marking beside the desired hole on the aiming arm, and insert the three-part trocar assembly through the aiming arm. Make a stab incision and insert the trocar to the bone. Twist the protection sleeve by a quarter turn to lock it into place. Remove the trocar. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the [aiming arm/ radiolucent] [would have not] contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to device design and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part# 03.043.029. Lot # 2030824. Manufacturing site: createc gmbh & co. Kg. Supplier : (B)(4). Release to warehouse date: 10 aug 2022. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the aiming arm/ radiolucent were no signs of cosmetic damage. No observed a crack condition in the carbon fiber. Surgical technique guide se_814685 mentions at page 16: to use the hammer, attach the driving cap to the insertion handle and secure it by twisting it one quarter turn. Apply light and controlled hammer blows to seat the nail. Notes: the hammer guide may aid in controlling the direction of the hammer blows. Therefore, the hammer guide. Can be attached to the back end of the drive cap by screwing both parts together. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was performed using a mating device (03.043.024, inserter handle) and the assemble was correctly retaining both devices, no loose condition was observed. The overall complaint was not confirmed as the observed condition of the aiming arm/ radiolucent would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part# 03.043.029. Lot # 2030824. Manufacturing site: createc gmbh & co. Kg. Supplier : (B)(4). Release to warehouse date: 10 aug 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR result retrieved from pi-17416171522378333. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed both tabs of the latch were cracked. The device shows signs of normal use/wear and no evidence of hammer marks were observed, therefore, a potential cause cannot be established with the provided information. The semi-extended parapatellar approach surgical technique guide se_814687 ae was reviewed. Following relevant statements were found at page 18, 37 and 38 for mount of the aiming arm: confirm that the nail is securely connected to the insertion handle, especially after hammering, using the screwdriver. Mount the aiming arm to the insertion handle. Attach the aiming arm to the insertion handle, by sliding it into the hook at the distal part of the insertion handle and then rotating the latch towards the insertion handle for both parts to connect. Precaution: do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through proximal locking holes and damage the drill bits. Note: the proximal ap screw is inserted through the guiding hole in the insertion handle and does not require aiming arm to be attached. Assemble the three-part trocar assembly (protection sleeve, drill sleeve, and trocar). Align the triangular marking at the tip of the protection sleeve with the marking beside the desired hole on the aiming arm and insert the three-part trocar assembly through the aiming arm. Make a stab incision and insert the trocar to the bone. Twist the protection sleeve by a quarter turn to lock it into place. Remove the trocar. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the [aiming arm/ radiolucent] [would have not] contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to device design and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there was no allegation against the tibial nail. The treatment was effective and worked as intended. There was about 5 minutes surgical delay to redo the proximal screws. No other medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date during a tibial nailing case the aiming arm (03.043.029) was loosening due to a crack in the carbon fiber. As the doctor was attaching the aiming arm, it was loosening and did not stay still which lead to difficulty drilling through the nail. The surgery was completed successfully. All available information has been disclosed for reporting. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: specific UDI number is unknown, therefore the (B)(4) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, exp. Date), d9, h4. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.